Event description:
A customer contacted beckman coulter inc. (Bci) stating that a cannister overflowed and spilled liquid onto the floor from the unicel dxc 600 pro synchron chemistry analyzer. Customer did not know which cannister overflowed. No injury or operator exposure was reported in this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched and replaced the inlet di water valve and reservoir float switch. The fse verified operation.